Event description:
It was reported "size of this et tube was a size 7 tube. Condition of the patient is on vent. No medical intervention needed. Patient did not experience desaturation. Problem was solved. They did not extubate or intubate. Clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off our et tube". No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The connector assembly features of the et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is a precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnection during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "size of this et tube was a size 7 tube. Condition of the patient is on vent. No medical intervention needed. Patient did not experience desaturation. Problem was solved. They did not extubate or intubate. Clinicians are able to intubate the patient just fine. After an hour they notice that the connector pops off our et tube". No patient harm reported. Patient condition reported as "fine".